Event description:
It has been reported to philips that the wired footswitch did not work, which would prevent imaging. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that the wireless foot pedal does not work. Upon inspection fse identified that, when the footswitch was pressed firmly it works. Fse suspects the bad contact inside footswitch could cause this issue. The defective part was returned for analysis, the exact cause of this issue with wired footswitch is unknown. However, the replacement of the wired footswitch by fse resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.